Event description:
It was reported, the pt was feeling stimulation around the area of his stomach when the left-sided contacts of the lead were used. When the right-sided contacts were used the pt could not feel the stimulation. At the f/u appointment, the issue persisted. An x-ray was taken which did not reveal any anomalies. It was reported, the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.